Event description:
Patient fell approx. One year ago anad sustained fractured of left femur; thompson hip prosthesis was inserted at that time. Developed lengthening of left lower extremity and c/o pain in low back and left hip. Admitted to o.r. For revision of left hip with insertion of conventional total hip arthroplastydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.